Event description:
It was reported that the patient called with complaint that his inflatable penile prosthesis (ipp) pump was as hard as a marble. He had surgery on (B)(6) 2020 and stated that his physician had trouble activating the pump. Patient liaison went over trouble shooting techniques (burp/anti-stiction/reboot) with him and sent him a copy via email to the address provided. He will contact patient liaison again if he has further questions.

Event description:
It was reported that the patient called with complaint that his inflatable penile prosthesis (ipp) pump was as hard as a marble. He had surgery on (B)(6) 2020 and stated that his physician had trouble activating the pump. Patient liaison went over trouble shooting techniques (burp/anti-stiction/reboot) with him and sent him a copy via email to the address provided. He will contact patient liaison again if he has further questions.